Manufacturer narrative:
A ge service representative performed an on site investigation. A fuse, power supply, and memory were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly. No report of patient injury.